Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: the pump was returned with corrosion in the battery compartment and with a battery compartment crack on the side from the threads to the cover. The black box showed unusual fluctuation of the voltage leading to replace battery alarms. The returned battery cap had stripped threads and was unable to attach to the pump. A test battery cap was able to attach. The pump current draws measured out of specifications. The pump cover was opened and internal moisture was found on the printed circuit board. The battery life complaint was duplicated.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.